Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced alopecia ("she began to lose tufts of hair"), anxiety ("anxiety"), adverse event ("thousands of afflictions (not specified) /she could barely get out from bed") and renal pain ("pain on kidneys"). In (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed in (B)(6) 2017. At the time of the report, the medical device removal, alopecia, anxiety and adverse event outcome was unknown and the renal pain had not resolved. The reporter provided no causality assessment for adverse event, alopecia, anxiety, medical device removal and renal pain with essure. The reporter commented: patient fought for 6 years until have essure removed. She could barely get out from bed. After that she returned to work, however she continues experiencing pain on kidneys. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: medical device removal: the analysis in the global safety database revealed 740 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.